Event description:
During a procedure in or 1, the staff noticed smoke coming from a stryker light source. The procedure was temporarily halted, while the defective light source was removed and replaced. The procedure continued with ill effects to the patient. Biomedical engineering opened the unit in question and could not determine the exact cause of the smoke, but it was very apparent that the failure was electrical in nature (perhaps a component or power supply).